Event description:
A male pt was admitted for carotid angiographic eval and was enrolled in the registry. Angiography revealed a 95% stenosis in the ostium of the right internal carotid artery. The lesion was described as severly calcified, eccentric, ulcerated, and 20 mm in length. The reference vessel was 9.0 mm in diameter and moderately tortuous. An angioguard rx was advanced beyond the target site and the 7 mm basket was successfully deployed. The target was pre-dilated. A 9.0 x 30mm precise pro rx stent was deployed in the target lesion without complication. A 6.0 x 30mm aviator post-dilation balloon could not cross the stent, and there was some motion of the angioguard filter caused by the resistance met by the balloon tip on the proximal end of the stent. A buddy wire was used to get the post-dilation balloon into the proximal edge of the stent, but the wire was proximal to the angioguard basket at all times. The stent was post-dilated to 8atm. Residual stenosis was 20%. While removing the angioguard device, the filter membrane "dragged" on the stent one centimeter from the distal end and was pulled partially out of the capture sheath. The lesion was very tight and very calcified with some distal angulation that may have contributed to the stent catching the filter. The filter was easily re-captured and advanced distally. During the second attempt to bring the filter through the stent, the membrane again dragged on the stent. The filter was pulled through the stent with force, which resulted in a partial separation of the filter membrane. There was no damage to the stent. All material was recovered. There was no debris in the filter, and there was no angiographic or clinical evidence of debris release. The pt left the angiography suite with no neurological deficit. Approx. 2 days later, the pt was discharged. Discharge medication included clopidogrel and aspirin.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.